Event description:
Two lesions were treated during the index procedure. One endeavor resolute rx drug eluting stent was implanted in the right pda with no issues noted. Two endeavor resolute rx drug eluting stents were implanted overlapping in the prox lcx. The investigator's intention was to treat the mid lcx, one endeavor resolute rx drug eluting stent was advanced to the mid lcx, but due to calcification was unable to reach the intended lesion site. The investigator attempted to withdraw the undeployed stent but in doing so he suspected the stent got distorted and was unable to withdraw further. So as not to risk stent dislodgement, investigator deployed the stent which was by now located in the prox lcx due to earlier withdrawal. Investigator attempted to implant another endeavor resolute rx stent as the lesion at the mid lcx was yet to be treated, this stent was deployed after ballooning, overlapping the first stent implanted in the prox lcx. It is not clear whether the combination of these two stents sufficiently covered the intended mid lcx lesion. Pt was discharged the day following the index procedure.

Manufacturer narrative:
(B)(4). Eval, results and conclusion: (failure to deliver the stent and stent deformation), (calcification, 80% stenosis).

Event description:
"Cine image review": no product was returned for investigation procedural images were provided for review. The images show the presence of an undeployed stent on its delivery catheter in the proximal lad. No images were provided showing the attempted unsuccessful delivery and withdrawal of the stent to the mid lad. There was no evidence of stent elongation or damage on the procedural images. The stent was successfully deployed in the proximal lad, followed by multiple post dilatations. Full concentric stent expansion was not possible due to the complex vessel morphology. The guide catheter was removed from the vessel and was re-introduced with a micro catheter. A second support wire was also introduced into the vessel. This was followed by delivery of the second stent through the newly deployed stent and to the mid lad. The arching of the wires suggests that difficulties were encountered during the delivery of the second stent. This stent was successfully deployed, and post dilated on multiple occasions. Post dilatations were completed on both stents. The profiles of the deployed stents suggest that the second stent was deployed within a tortuous section in the mid lad.